Event description:
Healthcare professional reported, rupture on the left side. The device has been explanted.

Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Cont. E.1: +33 3 90 67 43 62 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.